Event description:
It was reported that this patient has a history of receiving inappropriate shocks due to idiopathic atria fibrillation. The patient recently received an additional inappropriate shock. It was discussed to increase the conditional zone of the device to prevent these inappropriate shocks. No adverse events were reported.